Event description:
It was observed that during the device evaluation, the hd camera head exhibited air leaks from the root on the connector side and water invasion of the lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.